Event description:
Boston scientific received info that this right atrial (ra) lead had dislodged. The field rep noted that at the time of implant, approx one month ago, the lead was not working. Initially at implant, capture threshold measurements were approx 3 volts, and the physician thought that would improve so the lead was sutured down. Then the lead was tested with programmer and no amplitude or capture threshold measurements could be obtained. Again, the physician thought the lead performance would improve and no further action was taken at the time. The field rep was recently informed of a possible lead dislodgement, which was then confirmed, and a lead revision procedure was performed. During the procedure, the physician cut the lead into three pieces with scissors, and the rep was unclear as to why. It was noted that the explanted ra lead would be returned. While the lead was dislodged, the pt felt fluttering the chest, and no add'l adverse effects were reported. A new ra lead was successfully implanted.